Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the caller stated that today (on (B)(6) 2026 the neurosurgery post op visit the pa (physician assistant) in the room heard an alarm go off once every 10 minutes. The pa was not super familiar with the pump alarm, so they would probably be playing the alarm for the pa to make sure that was what they heard. The managing provider interrogated the pump and there were no logs showing any type of alarms in the logs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturing representative (rep). The caller repeated information from previous call regarding the previous pump being replaced due to a motor stall and the current pump alarming with no alerts or logs showing the reason for alarm. The caller stated that on saturday (on (B)(6) 2026 the pump started alarming again and the patient went to the emergency room (ER). The pump logs show approximately 15-20 motor stalls and recoveries since that report and the patient had experienced some signs of withdrawal. The caller stated that most of the stalls happened during the daytime and they stopped around 9pm then start again around 4:30 am. Most stalls were shorter in duration with the longest being 4 hours before it recovered. The caller stated that the patient was ambulatory with crutches and had not changed anything with her routine since the stalls started. The patient had a metal rod put in her femur in july of last year and had screws and/or a hip plate but the placement of these medical implants does not line up with when the stalls started. The caller noted that the patient slept with her phone across the room and had been advised to avoid placing it over her pump. The stalls remained unexplained and they plan to replace the pump. Additional information was received from a manufacturing representative (rep) and a healthcare provider (hcp). It was reported that withdrawal resolved. It was further reported that motor stall resolved with recovery and stalled continuously.